Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to flattened dome switch. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's up button is not working and nothing happens when pressed. Customer does not recall any significant events leading to the error, except that he was about to give himself a bolus at the time the button stopped working. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.